Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 11/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - return requested. Replacement I/o hub enclosed shipped to site 11/10/2015. Medtronic investigation of returned suspect I/o hub enclosed finds that when connected to a known good system the I/o hub performed as expected. The hub was recognized in universal serial bus (usb) view. The positioning sensor unit (psu) and polaris spectra system control unit (scu) communicated without issue. All usb ports on the hub were found to be functional. The set-up was allowed to run continuously overnight and did not have a communication issue during that time period. No problem found. Device found to be fully functional. - no further issues have been reported.

Event description:
A medtronic representative reported that, while preparing for a procedure, the site's navigation system camera was cycling and displaying a localizer not connected message. The navigation system was beeping for the cycling and was cycling up to three times per minute. In trouble-shooting, opened ndi utility and there were no error logs, checked polaris spectra system control unit (scu) and found no lights on the scu and 2 green lights on the camera. A second navigation system was brought in to be used in the upcoming procedure. There was no patient present when this issue was identified.